Event description:
Pt admitted due to intractable left knee pain. History of left knee arthroplasty since 1998. In 2001, pt suffered a pathologic fracture of left tib/fib due to osteoarthritis. At that time pt required a plate and screws to repair. Pt's pain continued and x-ray revealed failure of implant and bending of plate. Implant and plate were removed, plate was bent and cracked.